Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated by the user one pulse after the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allowing the needle mechanism to deploy. During rerun of the pod, the rotational sensor abnormalities were replicated. Inspection of the drive mechanism found that the commutator cap was contaminated. The contamination on the commutator cap was confirmed to be the cause of the rotational sensor malfunction and the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when removed. The pod was worn for less than 1 hour.